Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm and another pump error alarm. Customer stated that they did not press a button down for 3 minutes or longer. Customer stated they were able to clear the alarm and rewind the insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Customer complained on june 21, 2022 the insulin pump alarmed pump error 38 and stuck button alarm. Constant pump error 38 alarms noted during rewind due to corroded motor home switch. Insulin pump passed self test. Unit successfully downloaded to thus. Verified pump alarmed pump error 38 on june 12, 2022 20:45:08.000 in insulin pump downloaded history. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 38 alarms. Intermittent response from all buttons due to moisture damage to keypad traces. No stuck button error alarms noted during testing. Verified pump alarmed stuck button on june 12, 2022 06:28:32.000 in insulin pump downloaded history. Device passed the keypad voltage test. The connector on electrical board was locked properly during visual inspection. No moisture damage noted to electronic assemblies during visual inspection. The following were noted during visual inspection: scratched case and pillowing keypad overlay, the p-cap/reservoir does lock properly. Confirmed pump error 38 alarm during rewind due to corroded motor home switch and confirmed insulin pump alarmed pump error 38 on june 12, 2022 20:45:08.000 in insulin pump downloaded history. Confirmed intermittent response from all buttons due to moisture damage to keypad traces. No stuck button error alarms noted during testing and verified pump alarmed stuck button on june 12, 2022 06:28:32.000 in pump downloaded history. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.